Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. No additional actions were reported, and the caller was advised to call back to complete the process.